Event description:
It was reported that the programmer was unable to complete interrogations. Follow-up determined that changing out the radiofrequency programmer head did not resolve the issue. The programmer was returned both for service and as a trade-in for a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: though it had previously been reported that changing out the radiofrequency (rf) programmer head had not improved the programmer's ability to complete interrogations, analysis determined that with a known good rf head the programmer was able to complete an interrogation. It was further noted that the power cord bay door was missing, the keyboard cable insulation was damaged, the right keyboard hinge was broken and both keyboard slide rail covers were broken. All were replaced to resolve. Product ID: 229047 software analyzer. (B)(4).